Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during deployment of a 23mm sapien 3 ultra valve, the balloon ruptured. The operator was not able to pull the commander delivery system back through the sheath. After a few minutes of manipulation, the user was able to pull the balloon and sheath out together. This caused a "small" dissection in the right iliac that was not flow limiting. There was no bleeding at end of procedure. No reported intervention was performed for the dissection.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards commander delivery system was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A review of complaint activities and attachments revealed no additional information relevant to the complaints event. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed based on a technical summary that applies to this complaint; an engineering evaluation is not required. Imagery (3mensio report and device image) provided by the site was reviewed and revealed the following: calcification on the sinotubular junction ( stj). Radial balloon burst stuck in the sheath. Review of IFU/training material is captured in technical summary, which applies to this complaint. Review of IFU/training material is captured in technical summary, which applies to this event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for "general risks - failure - balloon burst" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" were confirmed from the provided images. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported in the complaint description and evidenced from the 3mensio report, calcification was present on stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty. The complaint for "general risks - failure - balloon burst", "withdraw catheter through vasculature / sheath " difficulty or inability to withdraw system through sheath" was confirmed. No manufacturing nonconformance could be identified since device was not returned for evaluation. Available information suggests that patient factors (calcification) and procedural factors (over inflation) likely contributed to the complaint event. Technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. As such, a full engineering evaluation is not required. Since no edwards defect was identified,"no corrective or preventative action is required. Control limits are managed and assessed. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. In this case, the reported vascular dissection was likely caused by device manipulation during withdrawal of the devices and/or patient factors may have contributed to the complaint event (access vessels with observable calcification).